Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had external ram crc pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that after insertion of new battery insulin pump received unexpected restart. A cold reset was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).